Event description:
During a follow-up in clinic, far-field p-wave oversensing was observed on the device detected. Technical support was contacted and the recommended reprogramming was performed to resolved the event. The patient was stable and will continue to be monitored.